Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the power button could not be pushed. A review of the device history record found no deviations that could have caused or contributed to the power switch failure. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device would not stay powered on due to damage to the power switch. The cause of the damage to the power switch could not be determined. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device would not stay powered on. The button would not stay depressed. There was no harm or user injury reported due to the event.